Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The battery fluid crust was observed on returned batteries. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 05/01/2017 to report when using the purely yours breast pump on (B)(6) 2017, she heard a loud pop from within the pump base. She was using batteries to power on the pump at the time. Customer stopped pumping and looked inside the battery compartment, noting gray sticky fluid leaking inside the battery compartment. She states the batteries appeared intact to her. Customer states no contact with this leaking fluid therefore no injury or burn occurred. Customer was informed not to use this pump base anymore. Ameda, inc. Overnight shipped her a replacement pump base.